Event description:
While the technologist was grasping the bucky device handle, the radiologist simultaneously advanced the table top. The x-ray technologist's thumb was pinched between the two devices. Reported injury was that the thumb nail was avulsed and required sutures, but no fracture was noted.